Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that last for about 30 minutes. There was no out of range signal at the time of contact with dexcom technical support.